Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device and could not duplicate the reported malfunction. The device passed testing and was placed back in service at the user facility.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. The ventilator passed self-testing.

Event description:
Report received that, during patient use, the ventilator alarmed, and the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.